Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose values rising to approximately 300 mg/dl after breakfast, despite announcing the meal; values subsequently trended downward to the mid-200s without alerts or alarms, and the user was advised that a supply change would only be considered if glucose continued to rise. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no medical intervention beyond monitoring and education. Investigation included phone-based troubleshooting and review of device behavior relative to settings and correction aggressiveness. Investigation of this case revealed no device malfunction, with glucose trending in the expected direction under the algorithm and no need to replace components. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.